Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in USA alleging meter does not power on. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting.